Event description:
Additional information received reported that the system was replaced on (B)(6) 2014. The distal catheter was not removed, but rather tied off and sutured down under the fascia. Very productive cerebrospinal fluid (csf) backflow was seen with the replacement catheter.

Event description:
It was reported at the patients refill on (B)(6) there was no medication in the reservoir. The patient denied withdrawal syndrome. The patient presented in the ER (emergency room) with possible ileus. The patient was hospitalized and they planned on performing a dye and roller study and a CT of the catheter to attempt to identify the problem. The pump was used to deliver lioresal (baclofen). It was further reported the catheter study was aborted due to "inability to aspirate catheter". No further actions were taken.

Event description:
Additional information received reported the cause of the empty reservoir was a "leak of connector." The leak was identified using MRI and a dye study. It was confirmed the patient had ileus and was reported as "not likely" related to the pump therapy. There was no alarm noted to have occurred. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn (B)(4), found no anomaly. Analysis of the proximal pump segment, model # 8596sc, sn (B)(4), found coring in the cup of the suture-less connector. However, no leaks were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).